Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. The investigation found that the device exhibited system fault ec21 which caused the device to reboot when turning the device on. The printed wiring board was replaced. A manufacturing DHR review was not performed because the pump is outside of its warranty period and results of the complaint investigation do not indicate a problem with the repair of the device.

Event description:
Information was received indicating that during testing of this smiths medical cadd ms3 pump, the pump exhibited constant reboot. No patient injury reported.